Event description:
Complainant alleged that during a routine shift check by a clinician, the device had no display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
During zoll technical service department's evaluation, the device was found to have damage to the upper housing and the connector from the high voltage power supply was dislodged. The dislodged connector caused the device to have no display on the monitor screen. Damage is present on the external housing which is indicative of the unit being dropped. This is a possible cause of the malfunction. However, this cannot be firmly established. The device has been repaired. There is no further action required at this time.